Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty is being considered for a revision for an unknown reason.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Part and lot number are required to review device history records and neither were provided. This device was used for treatment. Unable to perform a compatibility check based on provided information. Generic complaint history review was performed as part/lot numbers were not provided. No risk assessment can be performed at this time. Insufficient device information has been provided. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event